Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, functional testing of the device was not performed due to the damage to the header. It is concluded that the difficulty in lead removal noted in the allegation was a result of silicone to silicone bonding in addition to the effects of body fluid contamination in the lead barrel of the device.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited noise, oversensing and pacing inhibition. A revision procedure was performed and a bone cutter was required to cut the back of the device header in order to release the leads. No additional adverse patient effects were reported.